Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer was asking about this error code and wanted to know how to fix it. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer wanted to know how to clear this error code. I explain to the customer that he needed to check his motor pinion. I explain to him that could be broken. The customer said ok and ended the call.